Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 6mm amplatzer muscular vsd occluder was chosen for implant with an unknown 6f delivery sheath. During procedure, following right ventricular puncture, advancement of the unknown 6f delivery sheath through the ventricular septal defect led to perforation of the left ventricular wall. The 6mm amplatzer muscular vsd occluder was successfully implanted in correct position; however, the right disc partially migrated to the left side following mechanical manipulation performed to achieve hemostasis. A decision was made to perform surgical intervention, and the patient was placed on cardiopulmonary bypass due to clinical deterioration. The device was secured in place with sutures. Following procedure, extracorporeal membrane oxygenation (ECMO) was initiated. It was reported the patient passed away on (B)(6) 2026 due to complications related to ECMO.